Manufacturer narrative:
Addition images were sent to gore imaging services for evaluation. Per the evaluation the diameter just distal to the left renal artery as being about 20mm. The diameter 15mm distal to the left renal artery as being about 23mm. 3d reconstruction from post implant CT dated (B)(6) 2019, illustrates a patent abdominal aorta as well as patent bilateral common and external iliac arteries. Centerline reconstruction form CT dared (B)(6) 2019, illustrating a deployed excluder device just distal to the left renal artery. The abdominal aorta, common, and external iliac arteries appear to be patent. The arrow is pointing to what appears to be an invagination of the proximal aspect of the device on the CT dated (B)(6) 2019. Axial image illustrates what appears to be a compressed left ipsilateral limb. Both limbs appear to be occluded. Axial image illustrating compressed and occluded limbs bilaterally. Code 213-the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc201000/16583886, UDI (B)(4) and plc141400/17905370, UDI (B)(4). Patient medications: pantoprazole sodium, aspirin, norco, carvedilol, amlodipine, losartan potassium, atorvastatin, isosorbide mononitrate, nitroglycerin, insulin glargine, glipizide, and prasugrel hcl.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that follow up computed tomography (CT) dated (B)(6) 2019, no issues were uncovered with device placement or patient. On (B)(6) 2019, the patient presented to the hospital with lower leg ischemia. Another CT was performed and revealed the whole graft was collapsed from the left side up, all implanted devices. The physician performed an axillofemoral bypass. The patient tolerated the reintervention. Approximately one to two days post reintervention procedure (exact date of death is unknown; therefore, (B)(6) 2019 will be used since it was approximately two days post reintervention procedure), the patient became acidotic, there was still excessive thromboses present from the collapsed grafts, and the kidneys shut down. The patient expired.